Manufacturer narrative:
Product complaint #: (B)(4). Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information requested and received: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? (Extended hospital stay, readmission, re-operation, etc.) No feedback from customer, the authority report shows no patient consequence.

Event description:
It was reported that during the bariatric surgery, during the firing, the motor sound was abnormal sound, and after firing, could not return blade auto, the knife reverse button did not work, the surgeon removed the battery and rotated for 180 degree and reinserted the battery. The knife reverse button still did not work,used manual override lever to return the blade.